Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 88 mg/dl. Customer stated that none of her buttons are working. Customer put the pump on suspend to take a shower. Customer tried to undo the suspension on the pump and then received the button error alarm. Customer cannot clear the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response on up arrow button due to flattened dome switch. No suspend anomaly noted during testing. Insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.